Event description:
It was reported that after a supply change the ilet was not receiving dexcom g7 continuous glucose monitor (cgm) readings because the pump was configured to dexcom g6, preventing proper pairing; the user then selected dexcom g7 and reentered the pairing code, after which sensor data resumed. Symptoms included elevated blood glucose peak of 384 mg/dl and subsequent downward trend after troubleshooting. No adverse clinical symptoms were associated with the elevated blood glucose. Outcomes included restoration of continuous glucose data and ongoing monitoring of glucose trends without alerts, alarms, hospitalization, or injury. User support included guided troubleshooting, verification of the cgm selection on the ilet, re-pairing to the correct sensor type, and confirmation of data transmission. Investigation of this case revealed user configuration error of the cgm type on the ilet, resolved by selecting dexcom g7 and re-pairing with the correct code, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to loss of cgm data until corrected.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.